Event description:
Report from a biomed that a unit came in for an error 10 message. When the biomed tested the unit for the error 10 message, he noticed that the unit provided no audio on power up. There was no patient harm or change in therapy.